Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages and damaged te pad/sensing electrode) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The cause for failure was isolated to the white wire in the ECG "c&d" cable was pinched at the connector area. The root cause for the pinched wire could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing damaged te pad/sensing electrode and check therapy electrode messages.